Manufacturer narrative:
Sample collection and preparation information was not supplied. Customer did not provide qc or system check data. The customer also did not provide any information indicating instrument malfunction. Customer has an automatic rerun protocol for all initial accutni results which are greater than 0.05 mg/dl. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined to date for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer (B)(4). The customer indicated some occurrences of non-reproducible false positive accutni patient results. Customer was unable to provide the exact results or date of events. The erroneous results were not reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.